Event description:
Reporter indicated that vns pt passed away. The cause of death is unknown at this time. There is no evidence that the ncp system caused or contributed to the pt's death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.